Event description:
A doctor alleged that five (5) patients required repeated restoration procedures due to premise packable not setting. This is the third of five reports.

Manufacturer narrative:
The doctor repeated the restoration using a different product without further incident. To date, the patient is doing fine and has not encountered any problems or failures. The product involved in the alleged incident was returned and evaluated. The product involved in the alleged incident was returned and evaluated. A visual inspection and a performance test on random tips from the returned product was conducted; all results were within specifications. In addition, a DHR review indicated that there were no deviations from the manufacturing process. No similar complaints were received with regard to this lot. These investigation results indicate that this incident is an isolated incident that occurred as a result of a user/technique related problem and was not due to a product failure.